Event description:
It was reported that the latch/lock not responding. The issue was found during testing. During the investigation, it was found that the latch sensor was faulty.

Manufacturer narrative:
B3: day of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The cause of the reported issue was a faulty latch lock sensor. The latch lock sensor was replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.